Manufacturer narrative:
Section a4, a6: unknown/asked but not provided. Section d6a: if implanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section e1: telephone number: (B)(6). Section h3: the device was not returned for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt to obtain additional information was conducted, however, there is no additional information available. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a preloaded monofocal intraocular lens (iol) had an early deployment of the lens and haptics in a pseudoexfoliation patient, and due to already poor zonules, the surgeon did not want the lens forced into the bag. The lens was cut in the eye, removed, and a new lens was injected into the bag without complications. No patient complications were reported. The customer also reported that the haptic was stuck to haptic and haptic was stuck to optic. Both the lens and injector were disposed of. Through follow up, the or (operating room) team was not sure about the haptic issue, therefore, they reported both haptic stuck to haptic or was the haptic was stuck to optic may have occurred in the patient's left eye. There were no unplanned sutures, unplanned vitrectomy, or unplanned incision enlargement required when removing the iol. Another johnson & johnson lens (same model and diopter) was implanted as a replacement. No other information was provided.